Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix e/x on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against composix e/x. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix e/x on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against composix e/x. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with large incisional hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh. Per op notes, ¿a composix e/x mesh was placed in the intraabdominal cavity using sutures.¿ on (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia and abdominal pain thereby underwent laparoscopic extensive lysis of adhesions. On (B)(6) 2008 - patient was diagnosed with large ventral hernia thereby underwent open repair with the removal of mesh. Per op notes, ¿patient has a recurrent hernia that causing pain. There was noted to be a large piece of old mesh that had been rolled up upon itself with multiple tacks within the mesh. This was also excised. Then placed a alloderm around the fascial edges using prolene sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3 (manufacturer), d4(product catalog no., UDI no.), d.6b, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.